Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two events were reported for this quarter. (B)(4) devices were received for evaluation. One event was confirmed. One event was not duplicated; however, the device was found to be outside of specification. (B)(4) devices were affected by wear to components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device ran without user activation. Two reported events had no patient involvement; no patient impact.